Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 catalog no- additional information. D4 serial no- additional information. Primary UDI number- additional information . H2 type of follow up: additional information. H6: additional information.

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "dexcom app crash" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.